Event description:
The complainant reported the patient was on impella cp support and the patient had severely calcified and small femoral arteries bilaterally. Physician elected to still place the impella and to manage poor distal perfusion after placement. Illiacs were ballooned bilaterally. Stent placed to right iliac. External right radial to left femoral artery bypass placed for perfusion to the impella leg and support continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.